Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo 12.1, -05.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a same length toric lens ( -6.00/1.0/082 (sphere/cylinder/axis)) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Dimensional and functional inspection found the lens to be within specifications. Resut code 213 should have been reported in initial MDR. Claim# (B)(4).